Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery. A 185cm pt guide wire was advanced to the lesion; however, it was noted that the wire was cut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery. A 185cm pt guide wire was advanced to the lesion; however, it was noted that the wire was cut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: the device was returned and it was found the wire has distal section kink and broken.(from proximal to the broken section the length is approximated 183cm ) the other part did not return. The overall distance should be 185 cm. Od of middle and proximal section of the device is within specifications.

Manufacturer narrative:
Patient age at time of event: 18 years or older.